Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100 unit serial # (B)(4) error patient side occlusion test is failing. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: with patient side occlusion test fail, tech can perform the patient side occlusion test also perform calibration if both test fails next replace pressure sensors once replace if unit still failing next step unit has to come in for service repair.